Manufacturer narrative:
(B)(4). Correction: an actual sample was returned and evaluated (originally reported as a companion sample). Additional information: should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device is reported to be unavailable for evaluation; however, an unused device of the same lot is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed for lot number h13j23080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary - an unused device of the same lot was received for evaluation. Visual inspection was performed with no issues noted. The device passed underwater pressure/leak, clear passage, and clamp function testing. The sample ran on a homechoice machine with no issues noted. The reported problem was unable to be duplicated for the received sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with cassette was causing a homechoice (hc) device to present unspecified alarms. The reporter stated that the hc device would ¿beep everyday at a certain time and show different messages¿. The number and date of the alarms was not specified. The specific alarms are unknown. The reporter stated that when the cassette was replaced, the cycler stopped beeping. This occurred during patient use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.